Event description:
The patient stated, that his infusion tubing was "hanging by a thread" after two days of use. He stated that, he noticed insulin leaking from his infusion tubing and found that the tubing had separated near the luer connection. The patient was able to change the infusion tubing and no physiological effects were reported. He stated that this has occurred with 5 infusion tubings from his current box of infusion sets. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.